Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During the insertion of the lens, the surgeon noticed the optic was cracked. The incision was enlarged and the lens was removed and replaced successfully with a second (B)(4). Reference MDR #1119279-2010-00132.

Manufacturer narrative:
(B)(4).